Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
On an unspecified date, a clave¿ neutral connector reportedly built up condensation inside the device, pre and post a patient's infusion. There was no report of any human harm.